Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a slow ventricular tachycardia (vt). The device detected and delivered a shock due to low amplitude signals and double counting. It was noted that the patient has missed dialysis and his potassium levels were elevated. The patient had slow vt, felt dizzy, and may have passed out. The shocks woke the patient and the rate slowed after the shock was delivered.